Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to helix issues, no capture at 5v and unstable threshold measurements. It was reported that prior to implant the helix extended normally after 6 rotations and retracted normally after 7-10 rotations however once implanted it required more than 30 rotations to extend the helix. The lead was tested but there was no capture at 5v so the lead was retracted with 20 rotations and repositioned. The helix was extended with 30 rotations but did not fully extend. Pacing threshold measurements were unstable and as such the physician elected to remove the lead and replace with a passive fixation lead. No adverse patient effects were reported.